Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 8.1mmol/l versus 5.9mmol/l meter to lab. Tests were done within 10 mins with a difference of 37%. Pt did not experience any adverse events. No further info has been reported.